Event description:
It was reported that the patient experienced an inappropriate shock caused by lead oversensing. The lead was removed and replaced. No further patient complications have been reported as a result of this event.